Event description:
A complaint was rec'd that reported the "units segment" missing on the display. A request was made to return the unit for eval. In the meantime a replacement unit is being provided.